Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that on (B)(6) 2024, patient's night set looked fine before bed, but in the morning blood glucose was high and that patient had been given a bolus all night and when patient got up part of infusion sticker was lifted up and smell insulin. Additionally, stated that product was not adhering underside and not top side. Also, mentioned cannula was okay and not under dressing or under the skin. Patient was also careful to ensure that nothing moved and had a great sugar for rest of day. The infusion set was used about five and half days. No further information available.